Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 02-may-2019. The most recent information was received on 07-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("nickel allergy") in a 41-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), irritable bowel syndrome ("irritable intestine syndrome") and malaise ("after several years of research, there was a general state which did not improve"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, irritable bowel syndrome and malaise outcome was unknown. The reporter provided no causality assessment for allergy to metals, irritable bowel syndrome and malaise with essure. The reporter commented: after several years of research, there was a general state which did not improve. After advise from physicians, the patient decided to remove essure. The state of the patient improved but she presented with nickel allergy and irritable intestine syndrome with no casual relation known. Device similar incident listing (dsil) comment the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2019 for the following meddra preferred term: allergy to metals analysis in the global safety database revealed 562 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Dsil end. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 7-may-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) ) on (B)(6) 2019. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("nickel allergy") in a 41-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), irritable bowel syndrome ("irritable intestine syndrome") and malaise ("after several years of research, there was a general state which did not improve"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, irritable bowel syndrome and malaise outcome was unknown. The reporter provided no causality assessment for allergy to metals, irritable bowel syndrome and malaise with essure. The reporter commented: after several years of research, there was a general state which did not improve. After advise from physicians, the patient decided to remove essure. The state of the patient improved but she presented with nickel allergy and irritable intestine syndrome with no casual relation known. Device similar incident listing (dsil) comment the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2019 for the following meddra preferred term: allergy to metals analysis in the global safety database revealed (B)(6) . Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Dsil end. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 02-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("nickel allergy") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), irritable bowel syndrome ("irritable intestine syndrome") and malaise ("after several years of research, there was a general state which did not improve"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, irritable bowel syndrome and malaise outcome was unknown. The reporter provided no causality assessment for allergy to metals, irritable bowel syndrome and malaise with essure. The reporter commented: after several years of research, there was a general state which did not improve. After advise from physicians, the patient decided to remove essure. The state of the patient improved but she presented with nickel allergy and irritable intestine syndrome with no casual relation known. Device similar incident listing (dsil) comment the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 03-may-2019 for the following meddra preferred term: allergy to metals analysis in the global safety database revealed 561 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Dsil end. Further company follow-up with the regulatory authority is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.